Event description:
On (B)(6) 2013, an emergency craniotomy and placement of (icp) intracranial pressure (1104b) monitoring kit. On (B)(6) 2013, at 1700 - during the shift icp monitor was no longer working (icp malfunctioning and stopped showing any sort of waveform) despite trouble shooting by (rns) registered nurses and the biomedical technician. The neurosurgeon asked to replace the monitor. Rn note: doctor at bedside to insert new one opening pressure 70's then decreased to 35. There was a clinical concern for elevated icps. Retrospectively, the icp values from earlier today [4-13 mmhg] were likely falsely low. - neurointensivist note.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.